Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's nurse reported via phone call that customer had low blood glucose of 36 mg/dl and wakes up with blood glucose between 56 mg/dl and 66 mg/dl. Caller reported that customer had difficulties with bolus delivery. Caller was educated on bolus wizard which would be shared with customer.